Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation in all of its packaging. Visual inspection of the as returned product identified the top portion of the implant's innermost vial was separated from the lower portion, as reported. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, packaging malfunction did occur. Additionally, the reported event was confirmed following visual inspection of the returned product DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa . A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown, additional 510k number: k013227.

Event description:
It was reported that the cap and inner vial was loose from the body and inner vial. The implant (B)(4) fell down when the package was opened. The doctor was able to complete the procedure with another implant.